Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed potassium results generated on the architect c16000 instrument for a (B)(6) male hemodialysis patient. The following results were provided: initial potassium result was 7.57 mmol/l, repeated 4.19 and 4.20 mmol/l the reference interval 3.5 to 5.3 mmol/l, no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the 1ml syringe was leaking. The 1ml syringe was determined to be the cause of the issue and was replaced. Precision testing was performed and passed. Part replacement resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. A review of tracking and trending did not reveal any trends related to the customer¿s issue. Labeling was reviewed and found to be adequate. The architect system operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results and component replacement for the 1ml syringe. Based on the information within the complaint record, no systemic issue or deficiency was identified.